Event description:
The t connector disconnected from the IV line resulting in the loss of blood. Pt was given lactated ringers and blood. Arterial line had been placed and infusing with t-connector with no problem. Hand was turned to resecure piv on top of hand. When the hand was turned to place armboard the t-connector was out of IV and approx. 5cc of blood was lost. The t-connector was replaced and the line flushed. Hematocrit prior to event was 35.4. After event it was 35.9. Due to poor perfusion and bp two 10 u/kg of lactated ringers were given. Also 10 u/kg of blood was given due to poor color and perfusion.